Manufacturer narrative:
Evaluation summary: a female patient reported the injection button of her humapen ergo device was "stuck". She experienced hyperglycemia. The device was not returned to the manufacturer for investigation (batch 0511a01, manufactured november 2005). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical trends with regard to dose accuracy. With guidance from the call center, the usage concerns were resolved, and the device was reported to be working properly. While the exact date the patient started using the device could not be determined, it is likely the patient used the device beyond its approved use life based on the amount of time elapsed since it was manufactured (2005). The user manual states the humapen ergo has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient reused needles and did not prime the device; this may be relevant to the complaint of hyperglycemia. Additionally, the patient likely used the device beyond the approved use life; however, this may not relevant to the complaint of hyperglycemia as the device was working properly after guidance was provided by the call center.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This spontaneous case reported by a consumer, who contacted the company to report an adverse event, concerns a female patient born on (B)(6) 1945 of unknown age and origin. Medical history included high blood pressure. Concomitant medications include amlodipine and valsartan, both of them for unknown indication for use. The patient received human insulin (rdna origin) nph (humulin n) cartridge, unknown dose and frequency, subcutaneously, just in the abdomen, for treatment of diabetes, beginning on an unspecified date. On an unspecified date, unknown time to onset, while the patient was receiving human insulin nph via humapen ergo, teal/clear (lot 511a01/associated pc 3619838), the patient blood glucose was 600 (units and reference ranges were not provided) and she experienced a renal infection and in (B)(6) 2015 was hospitalized due to both events. Information regarding corrective treatment and the outcome was not provided. The patient was discharge from the hospital after 12 days. As of (B)(6) 2015 the humapen ergo, teal/clear (lot 511a01/associated pc 3619838) injection button was stuck, however after guidance the device returned to work. The patient reused needles. It was unknown if the patient recovered from the events. The human insulin nph treatment status was unknown. It was unknown who operated the device and if was trained. This device model had been used for unknown time and this reported device had been used for unknown time. Return of device was not expected as usage concerns were resolved and device was reported to be working properly. The reporting consumer did not provide a relatedness opinion. Update 14mar2016: additional information received on 11mar2016 from the initial reporter, completed the patient date of birth to (B)(6) 1945. Narrative and correspondent fields updated accordingly. Update 18apr2016. Additional information received 18apr2016 from the product complaint safety database. To the device tab associated with lot l511a01 recoded the device to humapen ergo, teal/clear, added the manufacture date, the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the medwatch device information, and the narrative was updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case reported by a consumer, who contacted the company to report an adverse event, concerns a female patient born on (B)(6) of unknown age and origin. Medical history included high blood pressure. Concomitant medications include amlodipine and valsartan, both of them for unknown indication for use. The patient received human insulin (rdna origin) nph (humulin n) cartridge, unknown dose and frequency, subcutaneously, just in the abdomen, for treatment of diabetes, beginning on an unspecified date. On an unspecified date, unknown time to onset, while the patient was receiving human insulin nph via humapen ergo I (lot 511a01), the patient blood glucose was 600 (units and reference ranges were not provided) and she experienced a renal infection and in (B)(6) 2015 was hospitalized due to both events. Information regarding corrective treatment and the outcome was not provided. The patient was discharge from the hospital after 12 days. As of (B)(6) 2015 the humapen ergo I (lot 511a01) injection button was stuck, however after guidance the device returned to work. The patient reused needles. It was unknown if the patient recovered from the events. The human insulin nph treatment status was unknown. It was unknown who operated the device and if was trained. This device model had been used for unknown time and this reported device had been used for unknown time. Return of device was not expected as usage concerns were resolved and device was reported to be working properly. The reporting consumer did not provide a relatedness opinion. Update 14mar2016: additional information received on 11mar2016 from the initial reporter, completed the patient date of birth to (B)(6). Narrative and correspondent fields updated accordingly.